Event description:
Insertion post could not be detached from dental implant. Implant needed to be removed.

Manufacturer narrative:
Insertion post could not be detached from dental implant. Implant needed to be removed.dentist should have consultet IFU to prevent this from happen.